Event description:
The (B) (4) study for patient (B) (6) indicated that the enterprise vrd stent migrated during the procedure. The microcatheter was placed before the stent was placed (jailing technique), and then the distal part of the stent was placed in segment p 1 of the left posterior cerebral artery while the proximal part was in the basilar trunk. While coiling the aneurysm, after the deployment of the stent, the microcatheter was pushed a little bit to prevent it from getting out of the aneurysm. It was observed that the stent was displaced proximally with the distal part inside the neck of the aneurysm while a little part of the distal end was in the proximal part of the p 1. The aneurysm neck was very wide and the stent did not protect the coils to stay inside the aneurysm. A balloon hyperform 4x7mm was utilized between the basilar trunk and the right p 1 segment. At the time of the complication the modified rankin scale was 0.

Manufacturer narrative:
Information was received via the (B)(4) study that during treatment of a nonruptured basilar tip aneurysm, the enterprise vrd stent migrated. Treatment was completed with the use of a balloon with no clinical effect to the patient. The microcatheter was positioned in the aneurysm before the stent was placed (jailing technique), and then the distal part of the stent was placed in segment p 1 of the left posterior cerebral artery with the proximal part in the basilar trunk. While coiling the aneurysm, after the deployment of the stent, the microcatheter was pushed a little bit to prevent it from getting out of the aneurysm. It was observed that the stent was displaced proximally with the distal part inside the neck of the aneurysm while a little part of the distal end was in the proximal part of the p 1. The aneurysm neck was very wide and the stent did not protect the coils to stay inside the aneurysm. A balloon hyperform 4x7mm was utilized between the basilar trunk and the right p 1 segment. The aneurysm had a sac height of 6mm, width 5mm and neck 5mm. Additional information reported that the distal parent vessel was 2.16mm and the proximal was 2.9mm. Coils were able to be placed in the aneurysm. A total of seven coils were placed and the aneurysm was obliterated. The pre-procedure, post procedure, intra-procedure, discharge, and one month follow-up modified rankin scale was 0 = no symptoms at all. It was further indicated that one month post procedure, there were no complications or adverse events. Pre and post medications included aspirin and other antiplatelets (e.g. Clopidogrel, ticlopidine). Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via the (B)(4) study that during treatment of a nonruptured basilar tip aneurysm the enterprise vrd stent migrated. Treatment was completed with the use of a balloon with no clinical effect to the patient. The microcatheter was positioned in the aneurysm before the stent was placed (jailing technique), and then the distal part of the stent was placed in segment p 1 of the left posterior cerebral artery with the proximal part in the basilar trunk. While coiling the aneurysm, after the deployment of the stent, the microcatheter was pushed a little bit to prevent it from getting out of the aneurysm. It was observed that the stent was displaced proximally with the distal part inside the neck of the aneurysm while a little part of the distal end was in the proximal part of the p 1. The aneurysm neck was very wide and the stent did not protect the coils to stay inside the aneurysm. A balloon hyperform 4x7mm was utilized between the basilar trunk and the right p 1 segment. The aneurysm had a sac height of 6mm, width 5mm and neck 5mm. Additional information reported that the distal parent vessel was 2.16mm and the proximal was 2.9mm. Coils were able to be placed in the aneurysm. A total of seven coils were placed and the aneurysm was obliterated. The pre-procedure, post procedure, intra-procedure, discharge, and one month follow-up modified rankin scale was 0 = no symptoms at all. It was further indicated that one month post procedure, there were no complications or adverse events. Pre and post medications included aspirin and other antiplatelets (e.g. Clopidogrel, ticlopidine). Note: lake region lot number 01411133 is cordis lot number 13471598. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01411133. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Stent migration is a known possible adverse event as listed in the instructions for use. With review of the available information, it appears that vessel/aneurysm characteristics and mechanical interaction with concomitant devices contributed to the event. There are no identified manufacturing issues related to the stent migration; procedural factors may have impacted the event. Therefore, no further actions will be taken at this time.

Manufacturer narrative:
The patient was admitted for the index procedure with a non-ruptured aneurysm of a basilar tip bifurcation aneurysm. The world federation of neurological surgeons scale (wfns) was 0 (unruptured), and a modified rankin scale of 0 (no symptoms at all). The patient did not have history of previous subarachnoid hemorrhage. The aneurysm had a height of 6mm, sac width of 5mm, and a neck of 5mm. Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via (B)(4) study that during treatment of a nonruptured basilar tip aneurysm the enterprise vrd stent migrated. Treatment was completed with the use of a balloon with no clinical effect to the patient. The microcatheter was positioned in the aneurysm before the stent was placed (jailing technique), and then the distal part of the stent was placed in segment p 1 of the left posterior cerebral artery with the proximal part in the basilar trunk. While coiling the aneurysm, after the deployment of the stent, the microcatheter was pushed a little bit to prevent it from getting out of the aneurysm. It was observed that the stent was displaced proximally with the distal part inside the neck of the aneurysm while a little part of the distal end was in the proximal part of the p 1. The aneurysm neck was very wide and the stent did not protect the coils to stay inside the aneurysm. A balloon hyperform 4x7mm was utilized between the basilar trunk and the right p 1 segment. The aneurysm had a sac height of 6mm, width 5mm and neck 5mm. No information has been obtained regarding the proximal and distal vessel diameter in the area that the enterprise was deployed. The pre-procedure, post procedure, intra-procedure, discharge, and one month follow-up modified (B)(6) was 0 = no symptoms at all. It was further indicated that one month post procedure there were no complications or adverse events. Pre and post medications included aspirin and other antiplatelets (e.g. Clopidogrel, ticlopidine). The stent remains implanted and the lot number is not known; therefore a device history record review cannot be completed. Stent migration is a known possible adverse event as listed in the instructions for use. With review of the available information, it appears that mechanical interaction with concomitant devices contributed to the event. Based on the limited information, no determination can be made regarding vessel sizing as a possible contributing factor. With review of the available procedural information, there are no identified manufacturing issues related to the stent migration; procedural factors may have impacted the event. Therefore, no further actions will be taken at this time.